Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and was instructed to continue using the pump. Customer was advised to call back if the malfunction code recurred and confirmed understanding of the guidance.